Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 600 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of call. Troubleshooting was done. The customer stated that the insulin did not exit during prime. The customer was advised to disconnect the reservoir and perform plunger push. The customer stated that the insulin did exit. The customer performed fill tubing and the insulin did exit. The customer was advised that the insulin pump was working as designed. The reservoir will not be returned for analysis.